Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, a review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections related to this incident were found. The claim is classified as confirmed for the leakage past stopper defect, since, although there are no physical samples or photographs for this claim ,lot 3264115 was previously reported for the leakage past stopper defect, in which samples were received to carry out the analysis of the defect resulting in the cylinder having a dent which causes the liquid to leak based on the quality team's investigation, the probable root cause was determined to be linked to the process of molding the cylinder which caused the dent. It had an action plan to mitigate the defect, highlighting that batch 3264115 was manufactured prior (oct. 21-23) to the action plan implemented.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #30964220. Lot #3264115. It was reported that the bd syringe 10ml ll w/ndl 21gx1in had leakage past the stopper. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. It was reported to (B)(6) via email that fluids are leaking through the barrel of the 10ml syringes when pulling and pushing medications, leading to spills of blood and medication. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Lot#3264115.